Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A visual inspection of the photographs did not provide enough information to identify the reported issue. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location. This occurred after treatment of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.